Manufacturer narrative:
(B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the working length was bent. A microscope inspection revealed the distal end of the side car rx was torn. A dimensional inspection was performed and noted the side car rx was pushed back 5.0mm, which is out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, it is possible that the manipulation or technique applied during the insertion, could have contributed to the adverse event. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the entrance port of the side car rx tunnel was torn. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event. Investigation results revealed that the side car rx was pushed back out of specification; therefore, this is now an MDR reportable event.